Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that there was a suspicion of clip suction and insufficient or incorrect reprocessing scope was used for the next procedure. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc re-evaluated the reported event. The event customer reported was suspicion of clip suction. As a result of re-evaluation, omsc concluded that the reported event was not reportable event.